Manufacturer narrative:
This report if filed july 13, 2016. Implanted device remains.

Event description:
Per the clinic, the patient experienced magnet dislodgement. Surgery to replace the magnet was completed on (B)(6) 2016. The implanted device remains.